Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod for more than 48 hours. When removed from the infusion site (abdomen), the pod's cannula looked bent. They went to the local hospital about an hour after removing and replacing the pod. The patient was treated with intravenous therapy with an insulin drip. The pod was discarded. They were still waiting on the diagnosis.